Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. Due to a breakage of the image sensor (damage to the charged coupled device), the image disappears during angulation in up/down directions. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had a black screen when using angulation. The issue was observed during a diagnostic (bronchoscopy) procedure. The procedure was completed with the same device with no delays, and no harm to the patient was associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number," e2/e3 and g2 fields were corrected based on information available at the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the charged coupled device (ccd) unit was damaged during user handling. However, a definitive root cause could not be established. The event can be detected by handling the device in accordance with the following section of the instructions for use: " inspection of the endoscopic image" olympus will continue to monitor field performance for this device.